Event description:
The user reported that during a cardiac intervention, a stent came off of the balloon catheter while the catheter was being advanced. The inflation device was attached to the balloon catheter. The stent was snared and pulled down into the profunda artery and deployed with no additional complications. The procedure was completed successfully with an additional stent. No further harm to the patient was reported.

Manufacturer narrative:
Device evaluation: no device is expected to be returned for evaluation. Since the lot number was not provided, the device history record and complaint database could not be reviewed. Because the unit was not returned, the root cause could not be determined.